Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) and (510k) is unknown. No information available to date. A device history record review cannot be performed because this product is a purchased finished good and the manufacturing record was not provided by the supplier. The manufacturing records of the product in question are retained by the supplier at their manufacturing site and are available upon request. A product sample was received for evaluation. A visual inspection found that one of the pins inside of the connector to the pump was broken off. No functional testing was noted. The root cause of the reported issue was found to be customer interface; the product instructions for use warns: ?grasp the connector and pull it straight out of the jack. Do not twist or rotate the connector.". No additional actions were reported.

Event description:
It was reported that this type of hand-set were repeatedly failing, with the staff damaging pins where the cable plugs into the pump. The connector was able to be turned once the pins are partially engaged, thus damaging either the connector on the handset connector or the connector in the pump. Additional information was received indicating that two cords faulted while in use with patient, which resulted in patient not receiving dose and additional pain management was needed. No patient injury was reported.